Manufacturer narrative:
Concomitant products: product ID: 37714, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that in (B)(6) 2014 the leads had migrated and a new paddle was needed. The patient had a level of life where he cannot do anything due to the pain in his legs. The implantable neurostimulator (ins) was not helping or addressing the pain and the patient was on numerous pain medications. This limited his life and the only relief he had was when he lied flat. The patient was looking for any research that could help him. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.